Manufacturer narrative:
Leakage at insertion site is not MDR reportable, however, it remains unclear if a leakage may have been from the catheter near the insertion site. Will conservatively not cancel MDR. Patient grid update.

Event description:
Customer response to query: "if any harm serious injury occurred, and if yes, please describe. No known hard describe where the device is leaking from? Under the dressing where the catheter is inserted".

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: there is leakage from the IV cath.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4298111. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.